Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad nurse that the patient had a "pump infection" and that the pump was exchanged. It was stated by the site that the "pump would not be returned". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Information received on 10/13/2015 states that the patient was discharged to rehab and was doing fine after the pump exchange. Lvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event of lateral thorax wall infection. Review of the manufacturing and sterilization documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the infection. Although a definitive cause of the infection cannot be determined, clinical status and proper care of the pump are factors that are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Information received from the clinical site indicates that the patient presented with fever, elevated white blood count, and symptoms of a local wound infection. The patient subsequently required wound revision to the lateral thorax wall due to a driveline infection that had developed the location of the initial pump implant incision. They clinical team attributed the driveline line to poor wound healing of the patient. The site would not provide any additional information about the specific treatment of the infection such antibiotic use or any pertinent medical history. However, wound vacuum therapy was performed prior to the pump exchange. The site determined that there were no problems with the actual pump and decided not to return the pump to the manufacturer. The infection was due to poor wound healing of the driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.